Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. The surgeon changed his mind and removed the lens and implanted a three piece lens. No widen incision or sutures required. No patient injury.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product found one haptic is torn. There was evidence of clear surgical residue.